Event description:
It was reported to tyco healthcare/kendall in early 2008 that a customer had a problem with a dialysis catheter. The customer reported: "the catheter is chipped or cracked."

Manufacturer narrative:
In 2008, reporter reported: " catheter was placed and replaced." An investigation is currently under way. Upon completion, the results will be forwarded.